Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), a plunger (cartridge)-loaded with iol model zkb00 +14.5 diopter came out too fast from the injector into anterior vitreous at the pars plana and made a small hole in the capsule of a female patient. The patient had an iol model za9003 implanted in the sulcus during the same procedure. In a secondary procedure, the za9003 was explanted and replaced with another iol, model zma00 +14.0 diopter in the intact capsular bag. The zkb00 was explanted from the pars plana at the same surgery/same day with no lens replacement. Patient is reported to be doing well after 2 weeks after surgery. No other information was provided. This report is for the zkb00 iol. A separate report will be filed for the za9003 iol.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/28/2015. Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. A visual inspection using a microscope at 12x magnification showed that the lens was damaged, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed and was most probably related to handling. The investigation does not indicate any relationship of the complaint with iol design or manufacturing. Manufacturing record review: a review of the manufacturing records for the iol was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation and the results showed that all dimensions were within specification. A search on complaints related to the production order number revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation showed that the lens was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu), for the intraocular lens was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The document refers to the specific instructions for use provided with the insertion system. All pertinent information available to abbott medical optics has been submitted.